Event description:
The manufacturer received information alleging a ventilator's flow was decreased. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's inlet air path foam was detached and blocking the blower inlet. The inlet air path foam needs replaced to address the issue.

Manufacturer narrative:
Box h, product problem code was corrected.